Event description:
Covidien received information stating that due to a malfunction of a pb540 ventilator the patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).